Event description:
Meter name: one touch ultra. Strip name: one touch ultra teststrips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: shaky. A pt reported they gave self too much medication due to meter readings. Their meter allegedly was inaccurately high. The result on their meter was 300+mg/dl. No other blood glucose test reported. No comparisons reported. Treatment was: customer self treated for low blood sugar. No further info has been reported.